Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer went to emergency room due to high blood glucose level. The customer¿s blood glucose level was 600 mg/dl. Customer declined troubleshooting for high blood glucose because he was in a hurry going to the emergency room because of hyperglycemia. The device will not be returned for analysis.